Event description:
Sales representative reported right side "seroma." Additionally healthcare professional reported "possibility of infection during surgery due to severe milk secretion" prior to explant surgery, which is not considered device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell, red and black particles in the shell and gel. A visual and microscopic analysis was performed which identified: striated broken on anterior, creases fold and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.